Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken button. It was also indicated that the battery contacts were contaminated. The epg was unable to be repaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis confirmed the device failed testing and was out of electrical specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button. The epg is expected to be returned but its current status is unknown. There was no patient involvement.